Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2014 with the following findings: the display lens was scratched. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the display screen was scratched. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.